Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10421. The pt reported experiencing shooting pains down her side. The pain is felt whether stimulation is on or off. In addition, she sometimes feels a zapping sensation while sitting. After a reprogramming session, the st. Jude medical representative advised the pt's programs were not providing the pt with enough power. Additional reprogramming will be performed at a later date to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.